Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). A review of information in the complaint file indicates this investigation was performed by a covidien (B)(4) center for the reported condition of: power cord has exposed wires. Therefore, this report will be based on information provided by the service center. Information provided indicates that the power cord had exposed internal wires, confirming the reported condition. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified. The power cord will needs to be replaced to correct the problem. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. Product scd express was manufactured in 2012. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history for this unit is maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 11/26/2014. An investigation is currently underway. Upon completion, the results will be forwarded

Event description:
It was reported to covidien on 11/06/2014 that the customer needed preventative maintenance on a damaged power cord. The unit was returned to a local covidien service center and a service technician found that the power cord had exposed wires.